Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. Investigation discovered an 0x33 alarm generated in the pod data, indicating the pod alarmed out while waiting for input from the pdm. The downloaded data shows the device completed first prime at pulse 47 before being deactivated at pulse 49, indicating second prime was not completed. No timeouts or drive stalls were observed in the pod data. To ensure whether the alarm would repeat, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate alarms and did not show any timeouts or drive stalls. The fluid path, needle mechanism, and drive mechanism were inspected and no damages or abnormalities were observed that could cause the needle to not deploy. All three batteries measured within specification as well as the shelf mode current. Thus, the 0x33 hazard alarm during priming deactivated the pod and prevented it from deploying as intended.